Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was reported that the patient had been hospitalized for an unknown indication and an unknown length of time prior to death. It was reported that automated peritoneal dialysis therapy was ongoing during hospitalization; therapy was performed utilizing the hospital¿s unknown device. It was not reported if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.